Event description:
Customer reported that the pump's warranty had expired, and the device was showing signs of physical damage which caused the screen to become unresponsive for several hours. There was no adverse impact on the customer's blood glucose level. The customer declined further troubleshooting, and the pump could not be replaced.